Event description:
Customer reported via phone, he was changing out his infusion set and reservoir. During manual prime the insulin pump alarmed no delivery, after the third attempt the device worked fine. Customer continued on with his day, when he felt he was going low, blood glucose was 30 mg/dl. Customer's spouse administered a glucagon shot to bring his blood glucose up. Troubleshooting was performed. Current blood glucose was 197 mg/dl. Customer mentioned back in (B)(6) 2014 he had a couple of lows, once his doctor made changes to his settings he was fine. Troubleshooting was performed; the reservoir had more insulin then what was displayed on the devices' screen. The device passed the displacement tested. Device was exposed to x-ray three weeks ago. Customer stated his blood glucose lowed to 36 mg/dl, treated with glucagon shot and it was his second occurrence. Customer was advised to monitor the device and call back if issues persisted. Device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.